Event description:
During inflation, the evercross balloon ruptured at 11atm (rated burst is 14atms). No injury to patient, no intervention required, and there was no extension of the procedure time.

Manufacturer narrative:
Evaluation summary: the evercross device was received for evaluation. Dried blood was observed within the balloon lumen. No damages to the catheter shaft were observed and both marker bands were accounted for. The reported event of a balloon rupture has been confirmed. The returned evercross showed a longitudinal burst approximately 3cm in length. No other damages or anomalies were discovered.